Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advance evaluation. Patient reported he was very tired and "out of it" after the procedure was done, therefore he did not keep track of information as he should have. A couple days later, patient reported his bladder went off the rails where he was just voiding all night and day. He had to cath last night and the urge never went away. Patient stated last night was miserable. He was going every two hours today. This was exactly what he had gone through for the past two years. Patient stated to have had a bowel movement (bm). Patient was very discouraged that he would not improve. Patient was instructed to change to program 2 at 2.2 on the day of this call. On (B)(6) patient reported he increased stim to 2.8. Patient indicated after speaking with support link, he felt stinging and burning which at that point, he decreased stim and was doing better today. Patient also reported that battery life was low at 20%. On (B)(6) patient reported after changing to program 3 earlier today, he could not void at all and did not know what happened with his bladder. He turned the device off and catheterized. Patient stated he would return to program 1 or 2 later this evening for comfort. On (B)(6) patient reported the program 3 caused his bladder to shut down. On (B)(6) patient reported that he was doing the same if not he may have some regression. He did not have any data at this time. He would move forward with implant. He was feeling stim ok. He wanted to change external neurostimulator (ens) battery on his own. Patient was advised to call healthcare provider (hcp) to have batteries changed. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.